Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was a device alert and patient went to hospital for programming check. According to the patient, the doctor shut down some function of the device. The patient felt uncomfortable afterwards (patient felt stimulation by was not confirmed by clinician). Then the patient went to another hospital for programming again and the doctor adjusted some parameters, and patient's symptoms relieved later. Now the patient feels the device beating during night, and patient called the hotline to ask for programming again. Follow up confirmed the patient was seen by the doctor. There was high left ventricular (lv) lead threshold found when the device was interrogated and it was adjusted accordingly. The lv lead remains in use. No patient complications have been reported as a result of this event.